Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly and after observing proper operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed user interface assembly and observed the device would lock up and show a white display when powered on. It was determined the cause of the lock up issue was due to a thermally sensitive integrated circuit chip, designator u2.  The cause of the reported boot loop issue could not conclusively be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device had a service indicator and had repeatedly logged an event code. There was no patient use associated with this event.&#1360;on evaluation, physio observed the device was stuck in a boot loop and could complete the boot process when powered on.